Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report 2032227-2014-18302.

Event description:
During a follow up call the customer stated that the insulin pump had alarmed sensor error, calibration error, 2 motor errors and sensor glucose and the blood glucose levels of the customer were 100 points off. The insulin pump had gone into threshold suspend mode when the customer's blood glucose was fine. At the time of the call the customer stated that they did not have time and requested a call back. At a later day, on (B)(6) 2014, the call back was successful and the customer stated that the insulin pump alarmed motor error several times. The customer's blood glucose was 174 mg/dl. The customer does use the sensor feature. They were able to complete the rewind sequence. The customer also mentioned that they were dissatisfied with the sensors. The discontinuation of the device was advised. The customer also mentioned that in the insulin pump had alarmed motor error in the past, but when they called for assistance they were told to just rewind the device. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No motor error alarm noted during testing. The unit communicated properly with minilink transmitter and test blood glucose meter.